Event description:
It was reported that the patient with this pacemaker system exhibited infection and erosion. The patient was hospitalized and treated with intravenous antibiotics. The patient was subsequently in hospice and the caregiver questioned how to program the device off. There were no additional adverse patient effects reported. The pacemaker system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system exhibited infection and erosion. The patient was hospitalized and treated with intravenous antibiotics. The patient was subsequently in hospice and the caregiver questioned how to program the device off. There were no additional adverse patient effects reported. The pacemaker system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient passed away due to infection.